Manufacturer narrative:
The technician found four broken wires inside the communication cable. He replaced the communication cable to repair the bed.

Event description:
Information received indicates a nurse call cannot be placed from the bed.